Event description:
It was reported that since december 2003, the audiologist have monitored a number of short circuits and 'hi' electrodes on the pt's implant. Further testing in may 2004, showed that only 5 electrodes were still functioning. The pt's family was not ready for surgery at this time. As of september 2004, the pt only had 3 electrodes that were functioning and the family decided to have the pt reimplanted.